Event description:
The following was reported to gore: a patient was treated on (B)(6) 2022, for an emergent rupture using a gore® excluder® conformable aaa endoprosthesis (excc), cxt321414. On (B)(6) 2025, the patient presented emergently with an aortic rupture in the treated area. On CT scan, the excc was sitting down near the bifurcation, having migrated about 6cm. The physician reintervened, using 7 gore device to reline the graft. Due to the rupture, the patient required an intraoperative transfusion - 2 units of red, and 2 ffp. Reportedly, the proximal end of the device had seal in 2022, but the aortic neck had dilated to 32cm. The contralateral legs had not moved.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® conformable aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, endoleak, component migration, and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.